Event description:
Customer reported the pt began to fall when the system phased to stage 3. The user reportedly tried to control the treadmill manually instead of pressing the emergency stop switch. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.